Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Section b3: date of event is estimated. Section d4: unique device identifier (UDI #): the UDI is unknown because the lot number was not provided/is unknown. Section d4: serial number and lot number are unknown; therefore, the expiration date and unique device identifier (UDI #) are unknown. Section d4: serial number and lot number are unknown section d6b: date of explant is unknown. Section d6a - date of implant is unknown section h4: device manufacture date is unknown as serial number and lot number are unknown.

Event description:
It was reported that the patient experienced pocket heating while charging. As a result, the ipg was explanted and replaced to address the issue.